Manufacturer narrative:
.

Event description:
It was reported to philips by customer: device fails charge button test during op check. There was no patient involvement.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified during lab tests. Op-check failed defib test; shock and charge buttons failed when pressed. After troubleshooting, the problem was localized to coupling transformer t2 which was found to be out of tolerance.